Manufacturer narrative:
Five unused devices were returned. The actual complaint device has not been returned for evaluation. Therefore, no conclusion could be made for the reported device failure.

Event description:
During a shoulder repair procedure the shaver blade left filings in the joint. It was difficult to say whether all the shavings were removed. No delay took place and no patient injury or complications resulted.